Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the rasp handle broke while prepping the proximal femur during hip arthroplasty.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). A 45 degree left rasp handle was returned for review. As returned, the device exhibits wear and tear that indicates use. Visual examination of the device found the cam feature is fractured. The fractured piece was removed from the main body of the device and sent to scanning electron microscopy (sem) for fracture analysis. Review of receiving inspection report for lots 80468612, 80468644, 80465938, 80471560 (sub lot of 61888776) indicates the devices were manufactured to specifications. Inspection documentation shows all devices that were inspected met specifications. This device is used for treatment. The rasp handle sample had two fracture surfaces. One of the fracture surfaces is severely damaged. The other fracture surface was analyzed by scanning electron microscopy (sem) which revealed that the sample was fractured due to overload. The mode of fracture was found to be quasi-cleavage, exhibiting ductile overload dimples in the midst of brittle cleavage planes. A suspected crack initiation site was identified on one of the corners of the fracture; however, the suspected area of crack initiation was smeared and severely damaged, not revealing the details. A shear lip consisting of purely ductile overload dimples was identified on the opposite edge of the crack initiation, where the crack was suspected to be exited. No obvious inclusions and no fatigue fracture characteristics were identified on the fracture surface. Energy-dispersive x-ray spectroscopy (eds) semi-quantitative elemental analysis showed that the rasp handle sample appears to be consistent with 455 stainless steel grade, with no presence of copper. Eds analysis showed presence of high carbon on the fracture, due to contamination. The rasp handle has a potential field age of approximately 4 years 6 months; however, the frequency of use of this device is unknown. Review of the complaint history identified five additional complaints for the part-lot combination of the returned device; however, there were no additional complaints for a fractured cam feature. There were follow-up attempts to obtain additional information; however, no additional information was available. The lateral strike marks and the results of the sem analysis suggest that the fracture was likely due to user issue. This product will be monitored for any adverse complaint trends.